Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced e08: +24v is outside allowable range on blood pump. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Upon follow-up, the biomedical technician stated that there was a burnt wire, and they replaced the power supply to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. No sample or part is available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced e08: +24v is outside allowable range on blood pump. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Upon follow-up, the biomedical technician stated that there was a burnt wire, and they replaced the power supply to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. No sample or part is available to be returned for evaluation.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced e08: +24v is outside allowable range on blood pump. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Upon follow-up, the biomedical technician stated that there was a burnt wire, and they replaced the power supply to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. No sample or part is available to be returned for evaluation.